Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked into an unopened pouch (small hole in the filling port tubing below the clamp). The issue was identified before patient use. The bag contained neonatal max 120 parenteral nutrition solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from april 25, 2021 - april 26, 2021. H10: the actual device was not available; however, a photograph of a companion sample was provided for evaluation. A visual inspection of the photograph was performed which did not identify any abnormalities that could have contributed to the reported condition. The photograph was used as a model to demonstrate the location of the hole (circled on the tubing in black pen). The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual sample was received at the compounding facility containing solution in the bag. Visual inspection identified the bag was leaking. The leak was identified as a small hole on the fill port tubing just above the clamp. The reported condition was verified on the actual device. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.